Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet gear was off of the sliding pin. Technician reassembled the gear and pin and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the meshgraft ratcheting mechanism was not working correctly. The wrench would not ratchet properly. The wrench turned but did not ratchet. No skin was injured during the procedure. There was no harm and no delay. No adverse event was reported as a result of this malfunction.